Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The investigation determined the cobas b221 instrument data, calibrations and qc measurements were all within the specifications. No indication of an issue with the assay or instrument was found.

Event description:
The customer received a questionable low glucose result for one patient sample from the cobas b221 serial number (B)(4). The initial result was 0.6 mmol/l. The nurse noticed the result was not believable and tested the sample on a glucometer with a result of 7.4 mmol/l. The patient was not adversely affected. The customer was instructed to change the mss cassette. Since the replacement, the results received were comparable.

Manufacturer narrative:
This event occurred in (B)(6).